Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Caller stated the lancets are too long and needle sticks out of the softclix lancing device end cap. She describes them as softclix lancets that are properly seated. No adverse event reported. A request was made for the return of the lancets and device, replacement sent.